Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed; the up/down buttons were intermittently responding during testing, the contrast button required excessive force to activate the pump, the ok button was responding to user inputs during testing, the contrast key contact was inverted and did not always spring back, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the down arrow keypad button required multiple presses to activate the desired pump functions. The pump reportedly has not been exposed to moisture and the keypad is intact. There was no adverse event associated with this complaint.